Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter balloon was ruptured. The device was not used on the patient. The user replaced the foley catheter with new product. Per follow-up information received via ibc on 10-dec-2021, stated that there were no missing pieces of balloon.

Event description:
It was reported that foley catheter balloon was ruptured. The device was not used on the patient. The user replaced the foley catheter with new product. Per follow-up information received via ibc on 10-dec-2021, stated that there were no missing pieces of balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for urological care. Based on the attached photo, no balloon rupture or burst was observed. Therefore, the reported event is unconfirmed based on the attached photo. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that foley catheter balloon was ruptured. The device was not used on the patient. The user replaced the foley catheter with new product. Per follow-up information received via ibc on 10dec2021, stated that there were no missing pieces of balloon.